Event description:
A customer reported an issue where the pump did not recognize the cartridges. The recorded blood glucose level was 210 mg/dl, which is within the normal range. Upon investigation, it was found that the pump could start, charge, and be recognized by the computer, with no cartridge alarms on the incident date. The pump successfully loaded a cartridge, delivered a bolus, and functioned properly during a 24-hour system check, indicating no alerts or alarms. The pump was deemed to be in working condition, and no further information regarding customer outcomes or actions was available.